Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was swimming for an hour. Customer had a blood glucose of 414 mg/dl. Customer bolused while on the line. Customer stated that the bolus wizard recommended 4 units. Customer customer's blood glucose went down to 367 mg/dl after 20-25 minutes. In a previous call, the customer reported that she went back on the insulin pump and decided to bolus for 10 minutes because of the time that she was disconnected. Customer estimated that she needed 10 units and she did not have a meter to test her blood glucose. Customer ended up going low with blood glucose in the 60's mg/dl. Customer went to lunch right away but did not carb count appropriately because she had a high blood glucose reading of 207 mg/dl after lunch. Customer had to run off the phone since she was getting ready to leave town.